Event description:
Revision surgery due to infection performed about 1 month after the primary surgery. Glenosphere and liner revised successfully.

Manufacturer narrative:
Batch review performed on 23 nov 2023. Lot 2312122: (B)(4) items manufactured and released on 24-aug-2023. Expiration date: 2028-jul-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other implant involved, batch review performed on 23 nov 2023: reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot 2308778: (B)(4) items manufactured and released on 23-aug-2023. Expiration date: 2028-aug-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.